Manufacturer narrative:
The device involved was not returned for investigation. The lhr for 9003 for (B)(6) was examined including the final inspection records and the in-process measurements. There were no ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. Risk mamagement files were reviewd and no new riks were identified. Rmf 0003 rev 38 line 15 - failure to relieve symptoms including unresolved pain. Rmf 0003 rev 38 line 12.75 - device explanted.

Event description:
Information provided states that patient had m6-c implanted at level c5/6 in (B)(6) 2019. Patient began experiencing pain 4 years post implanting. The total disc replacement was explanted and replaced with acdf in (B)(6) 2023.